Event description:
According to the initial report, a recent cochrane systematic review titled ¿the role of sealants for achieving anastomotic hemostasis in vascular surgery¿ (ma et al., 2024) was evaluated alongside historical literature and our product data. The review assessed randomized controlled trials comparing surgical sealants (including bioglue) versus standard care for vascular surgery hemostasis. The following outcomes were reported: intraoperative blood loss, operating time, failure of hemostatic intervention, sensitivity, and post-operative bleeding.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
A sample evaluation was not performed as no product was returned. A review article identified two papers related to bioglue (jackson 1999 and coselli 2003). While ma 2024 identifies jackson 1999 as a paper with results relating to bioglue, a reading of the original source article (jackson 1999) does not identify bioglue in any way. We speculate that the reference was a ¿generic¿ term for biological glues. We believe that this review article improperly attributes bioglue as related to the findings in jackson 1999. No root cause can be identified. Regarding coselli 2003, (analysis 4.1, pg 70) identified a non-statistically significant finding related to bioglue operating time versus traditional surgical closure. The authors confirm in the conclusion (pg 20) that: ¿our analysis showed there may be no differences in intraoperative blood loss, operating time, postoperative bleeding up to 30 days, and unplanned return to the operating room for bleeding complications up to 30 days.¿ additionally, in sensitivity analysis results (table 1 pg 78), operating time results says, ¿no change in effect size/direction.¿ from the coselli original referenced article, the average cardiopulmonary bypass time was 168 vs 144 minutes (bg vs traditional). Average cross clamp time was 74 vs 69 minutes (bg vs traditional). We would expect the addition of a glue step to increase the total time by a small amount. These minor increases in work time have no clinical relevance identified. No root cause was identified. Bypass time and cross clamp time are endpoints from our clinical trial and discussed in the clinical evidence section of the IFU. This is not an unexpected event. However, increased procedure time is not adverse event, absent of any clinical consequence outside of time expended to apply the product. The paper does not demonstrate a link between these timepoints and any safety outcomes. This case does not show a new adverse event related to the use of bioglue. The bioglue afmea and dfmea were reviewed and the reported events addressed. No sample was returned for investigation, and a device history record (DHR) review was unable to be performed since the lot number was unknown. This complaint reports adverse events (ae) identified in literature and does not specify potential causes of failure. Due to the limited information and unknown time to events, it cannot be determined if the reported events are directly related to bioglue. As such, no risk occurrence analysis was performed in this report. The reported events will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.